Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: chou, et al. "Electroconvulsive therapy for depression in a parkinson's disease pt with bilateral subthalamic nucleus deep brain stimulator." Parkinsonism and related disorders. 2005; 11(6): 403-406. Several studies have suggested that stn stimulation can be associated with deleterious effects on mood, especially depression. In many cases, depressive symptoms occur within a month post-operatively and resolve either without specific therapy or with minor stimulator adjustments. This article suggests that ect can be a safe and effective option for severe depression in pd pts treated with stn dbs. Reportable event: unk dbs leads (n=2) - a female pt with advanced parkinsons disease developed a recurrence of major depressive with psychotic features after bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) surgery. Electroconvulsive therapy (ect) dramatically improved the depression without shifting electron position or damaging the dbs hardware.